Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that when testing, the fse turned it on and off and no symptoms were found. Then, the fse cleaned the cable joints. The fse then tested the operation of the unit and it was working normally. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units screen shakes, the customer informed the image on the screen was shaking. There were no causalities reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.